Manufacturer narrative:
H3:analysis confirmed the reported event and noted that the bur was broken when received and was removed from the handpiece; visually, the inner shaft was dislodged from the inner hub assembly and not returned. Additionally, the inner hub seal was dislodged from the hub assembly and the hub bushing was partially dislodged and flaring out. There was also indentions in the chevrons on the proximal end of the hub and deformation in the distal outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.349 inches in the deformed area which was out of specification. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previously submitted codes fdm b17, fdr c20 and fdc d16 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the blade/bur was not able to be attached in m4 handpiece. The bur just broke during drilling but no fragments were left / fell to the patient's nose. During extensive drilling it broke and the surgeon couldn't continue drilling as piece of bur/ blade got stuck in the handpiece. There was no patient impact.

Manufacturer narrative:
G4: the product ID and lot number was not provided, therefore 510k number was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date was updated. E1 : facility name was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.